Manufacturer narrative:
Pump received with blank display due to missing battery tube spring. Unable to perform any tests due to blank display. Pump received with broken battery tube thread noted.

Event description:
The customer's mother reported via phone call that insulin pump had damage on battery compartment. The customer's blood glucose value was 250 mg/dl. The customer declined troubleshoot for high blood glucose value. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.